Event description:
Customer reported cracked and shattered touchscreen on their pump, preventing interaction with device as touchscreen was unresponsive and illegible. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump and guided customer on using backup therapy, mdi, to ensure uninterrupted insulin delivery. Customer was also instructed on returning the damaged pump with a pre-paid label.